Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an right iui with green corrosion was not determined because no products or device logs were returned.

Event description:
It was reported that syringe modules were assessed and found right iui with green corrosion. This was observed by bd representatives during their site visit. There was no patient involvement.